Manufacturer narrative:
Alleged failure: strykeprobe arched while cauterizing in surgery. Another strykeprobe was given to finish the surgery. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be conductive irrigating or aspirating fluid used was inside the distal end, and contacted the probe and the sheath causing the sheath to melt, power set too high, user misuse or overuse. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. Gtin: (B)(4).

Event description:
I was reported that the strykeprobe arched while cauterizing in surgery. Although there was patient involvement, there was no adverse consequence.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
I was reported that the strykeprobe arched while cauterizing in surgery. Although there was patient involvement, there was no adverse consequence.